Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information was received confirming the procedure was using an ab-externo technique. Healthcare professional did note that there was a shadow following device implantation, but did not believe this to be early retinal detachment at this time, rather it was there due to the sudden change in intraocular pressure. Healthcare professional also noted that the mitomycin was injected subconjunctival.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The events of low intraocular pressure, vision loss, retinal detachment, and no perfusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen 45 gts implanted in a patients left eye and was a little shadow at the side of their vision on the left side. Healthcare professional prescribed ofloxacin drops 4x day and prednisolone acetate 1% 4 times a day. Patient reported that their left eye was hurting and they couldn't see anything. The healthcare professional saw the patient and the patient had a pressure of 7 and could only see "hand motion." Healthcare professional noted there was fluid under the retina and the whole retina was displaced. The patient was prescribed atropine. The patient saw a retina specialist who stated that there was no perfusion to choroid and retina and the blood flow had been cut off completely. The patient has no vision and no light perception. The retina specialist's opinion was it was a toxic effect and there might have been regurgitation of mitomycin through xen® tube. Symptoms have not resolved and device remains implanted.